Manufacturer narrative:
Article citation: latissimus dorsi myocutaneous flap in immediate reconstruction after salvage mastectomy post-lumpectomy and radiation therapy. Leonardo cattelani, annamaria spotti, giuseppe pedrazzi, maria arcuri, francesca gussago and susanna polotto. Plastic and reconstructive surgery. July 2019. 7(7): e2296. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, seroma, and infection.

Event description:
Article "latissimus dorsi myocutaneous flap in immediate reconstruction after salvage mastectomy post-lumpectomy and radiation therapy" notes 15 patients who had adverse events. The following events were reported: 1 patient experienced infection of hematoma which resulted in explantation . 1 patient experienced large mastectomy flap necrosis which resulted in explantation. 4 patients developed a mastecomy flap localized superficial necrosis which spontaneously healed with ambulatory dressing. 9 patients required a 2- to 3-fold seroma aspiration in the donor site after drain. Removal, but no late seromas requiring surgical revision were registered.